Event description:
It was reported that a malfunction occurred, with a fault code displayed that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer was advised to switch to a backup method of insulin delivery using multiple daily injections. The customer was instructed to put the malfunctioning pump into storage mode and return it with a pre-paid label within ten days, acknowledging and understanding the instructions provided.